Manufacturer narrative:
With a minimum remaining battery longevity of 8 months, the projected replacement date extends to (B)(6) 2027. Given that the device was implanted in (B)(6) 2021 (i.e., 6 years of service), this is consistent with the longevity initially specified at the time of implantation. The device has experienced frequent mode switching, attributable to suboptimal positioning of the atrial lead, resulting in increased sensing-related energy consumption. Current pacing percentages are 100% in the ventricle and 85¿90% in the atrium. The programmed base rate is 65 bpm. According to the manufacturer¿s specifications, expected longevity is 6.1 years under conditions of 100% atrial and ventricular pacing at 60 bpm. In this case, although atrial pacing is slightly lower, the higher base rate (65 bpm) must be taken into consideration. Premature battery depletion is defined as an observed longevity of less than 75% of the expected duration. This criterion is not met in the present case. The device is scheduled to be explanted. When it is explanted an received at the investigation center, it will be investigated.

Event description:
Reportedly, during the annual check-up of this pacemaker, dr. (B)(6) noted that despite the device being implanted less than 6 years ago, the battery indicated a lifespan of only 8 months (battery impedance: 2.65 ko). The device has been set to 2.5v for 0.35ms on both leads for several years. One year prior, in 2025, the battery impedance, with the same settings, was 1.46 ko. As a precaution due to the unusual battery discharge, the doctor will replace the pacemaker next week. We are scheduled to retrieve the old one to check for any problems with the device. The retrieved data are from 2021, 2025 and 2026.